Manufacturer narrative:
Image review: two static images were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that six years and three months following the implant of an evolut transcatheter bioprosthetic valve, a reintervention was performed due to the prosthetic valve deterioration. Evidence shows that two non-medtronic valves were implanted within a preexisting evolut valve. It was reported that the first non-medtronic valve dislodged into the left ventricular outflow track; therefore, another non-medtronic valve was implanted. Updated b.3, b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an echocardiogram revealed that the valve deterioration was increased paravalvular leak (pvl) from mild to moderate. The patient was seen in the emergency department (ed) two times for heart failure and was admitted on the third time.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six years and three months following the implant of this trancatheter bioprosthetic valve, an echocardiogram revealed an aortic valve area (ava) of 2.1, peak/mean aortic gradients of 15.4/8, and a left ventricular ejection fraction (ef) of 60-65%. Mild-moderate paravalvular leak (pvl) and severe central aortic regurgitation was noted. A valve-in-valve procedure was performed with a non-medtronic valve due to the prosthetic valve deterioration with severe aortic regurgitation and multiple heart failure admissions. A contributing factor was identified as a large chunk of calcium on the native leaflet. It was reported that the first non-medtronic valve dislodged into the left ventricular outflow tract (lvot) upon deployment. A second non-medtronic valve was used to pull back the first non-medtronic valve and secure it in place. No interaction with the mitral valve was observed, and there were no other complications during or post-procedure..

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As listed in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Paravalvular leak (pvl) and central regurgitation, can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Elevated gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined. In this case, the patient¿s calcified anatomy and valve deterioration are likely contributing factors to the event. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.